Event description:
According to the reporter, the device suture dissolved very slowly in several patients causing a mass of the suture material and granulation tissue in the vagina. No further details provided. Patient details are unknown at this time.